Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument head could not be fixed. Instrument fired, but there was staple line leakage. No further info is available. Overstitched by hand. There was no pt consequence.